Event description:
A report was received that the patient was experiencing numbness in the right leg following a revision procedure. The physician explanted the leads and splitters. The patient's leg is barely moving but has improved. The patient has been transferred to physical rehabilitation.

Manufacturer narrative:
Additional information revealed that the physician suspects the patient's symptoms were due to overcrowding of the devices within. There was mild spinal stenosis at l3-l4 but the physician does not believe the stenosis is device related. A returned product analysis indicated that visual and x-ray inspections were performed to ensure the devices' integrity. No anomalies were found.

Event description:
A report was received that the patient was experiencing numbness in the right leg following a revision procedure. The physician explanted the leads and splitters. The patient's leg is barely moving but has improved. The patient has been transferred to physical rehabilitation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-3304-25 serial#: (B)(4) model description:2x4 splitter. 25 cm model#:sc-2218-50 serial# (B)(4) model description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.